Event description:
It was reported that the patient presented to emergency room after receiving patient notifier for non-sustained lead noise. Upon review of the episodes it was noted that a sensing latency for pvcs on the discrimination channel was causing the device to trigger a non-sustained lead noise episodes. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.